Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized in (B)(6) of 2016 with a blood glucose level of blood glucose of 24 mg/dl. The customer experienced symptoms such as nausea and vomiting. The customer was treated with manual injection. The customer was wearing the insulin pump during the hospitalization. The customer did not troubleshoot and did not send the product back for analysis.